Event description:
A customer reported that the system would not reach maximum power during a laser procedure. The case was completed using the same system. There was no harm to the patient. Additional information provided from the surgeon indicated the equipment was not "spreading the aim", and there was power loss. The patient is reported as doing "fine."

Manufacturer narrative:
The company representative examined the system and found no problem. The company representative reseated the optical fiber. The system was then tested and met all product specifications. No sample was returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).